Event description:
Filter was implanted on or about (B)(6) 2012 for prevention of thromboembolic events while patient was stationary in the hospital following an accident. On (B)(6) 2015 patient underwent a chest x-ray which demonstrated that the filter had fractured and migrated into the right atrium. Subsequent CT scans revealed that portions of the severely distorted filter extend interiorly toward the eustachian valve, into the hepatic vein in the patient liver, and one strut extends 5mm into the ascending aorta. (B)(4).